Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, or air knot (vessel not captured). The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a non-abbott left atrial appendage occluder device interventional procedure. The sutures of a prostyle device were successfully placed. The sheath was upsized to a 15f sheath and the interventional procedure was completed. Reportedly, the knot of the prostyle was advanced; however, there was still profuse bleeding from the access site. An attempt was made with three additional prostyle devices; however, there was still pulsatile blood flow from the access site after the knots were advanced. It was thought that there was possibly a tear in the vessel; however, imaging was taken which confirmed there was no tear or perforation. A 10f sheath was put in and then a figure of 8 stich was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.